Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal left anterior descending, left circumflex, left main and proximal right coronary artery. A 3.0mm x 12mm quantum maverick balloon catheter was noted to be fractured during use. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal left anterior descending, left circumflex, left main and proximal right coronary artery. A 3.0mm x 12mm quantum maverick balloon catheter was noted to be fractured during use. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by manufacturer:the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks on the hypotube. The hypotube is separated 86.3cm from the hub. Microscopic examination did not reveal any damages. The balloon is loose. Inspection of the remainder of the device presented no other damage or irregularities.